Event description:
It was reported they were unable to adjust stimulation. There was a call your doctor icon with out of regulation (oor) condition. The oor message had been seen one week prior to report. The patient had only been seeing it intermittently and noted no issue with symptom control. The patient was seen the previous day and noted there was an oor message on the clinician programmer as well. The oor message was able to be cleared and there were no issues with programming. The impedances were tested and showed fine except for c3 which showed 3,000 ohms. It was noted the patient was not programmed with this contact. The patient¿s battery was at 2.67 volts and it was noted the patient was scheduled for a replacement in three months. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot # v395388, implanted: (B)(6) 2010, product type lead. (B)(4).